Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information regarding a system one heated humidifier. The manufacturer received a voluntary medwatch report (mw5147941). The patient is alleging a diagnosis of a non-curable form of lung cancer after using the device for at least 12 years and despite quitting smoking almost 40 years before the diagnosis. The patient was informed that his life expectancy was 13 months. Medical intervention was not specified. The patient was 74 years old at the time of his death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.